Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product needed at this time. Customer disconnected call. Unable to contact customer back. Most likely underlying root cause: mlc-20-user's test strip had poor storage(bathroom). Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Unable to send product notification letter to customer to contact customer care. No address on file.

Event description:
Consumer reported complaint for low blood glucose test results. Customer is concerned with tests results of 127 and 82 mg/dl. The customer's expected fasting blood glucose test result range is 150 -250 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the bathroom and in customer's purse. The test strip lot manufacturer's expiration date is 06/29/2019 and open vial date is two months. Customer had disconnected call. The meter memory was reviewed for previous test result history: result 1: 127mg/dl, date: (B)(6) 2018, time: 7:50am, fasting. Result 2: 82mg/dl, date: (B)(6) 2018, time: 7:27pm, fasting. Customer disconnected call with ccr.